Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the ars was found to be leaking during use on the patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and the product lidstock for evaluation. Initial visual inspection of the ars revealed no obvious defects or anomalies. After performing functional testing (see below) the ars handle was cracked open to further inspect the syringe valves. One valve was observed to show thinning on one side, as well as debris located on the underside of the valve. The returned sample was functionally tested with a lab inventory introducer needle per the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was not able to properly draw and aspirate water with and without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev.06) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. R & d engineers were contacted as part of this complaint investigation. The sample was sent to the r & d facility. They investigated the returned sample and noted that the issue was likely related to a defective valve obtained from the supplier. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of an ars leak was confirmed through complaint investigation of the returned sample. The ars failed the vacuum test and air buildup was observed when attempting to aspirate water with or without the introducer needle attached. Based on the customer report and the sample received, the ars valve supplier caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the ars was found to be leaking during use on the patient. There was no reported patient harm or consequence.